Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed, opening radius side assessed, as an unidentified (tear) opening shell thickness within specification). Other-technical: unable observe, particles in the valve. Additional observations: observed, creases on the device. White particles observed, inside device. No further actions are required, as the device was implanted.

Event description:
Healthcare professional reported, right side deflation. Additionally reported, "particles in valve". Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported right side deflation. Additionally reported "particles in valve". Device has been explanted and replaced.